Manufacturer narrative:
(B)(4). Date sent: 9/4/2018. Batch # r59331. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint were found during the manufacturing process. Additional information provided: the doctor was performing a sigmoidectomy on friday (B)(6) and followed proper firing sequence technique as I observed while in the room. Both the first assist and surgeon attempted to squeeze the handle of the cdh29a circular stapler fully closed; however, there was never an audible tactic sound when squeezing plastic to plastic. On further inspection the staples had fully fired; however, the washer never fully broke free and therefore compromised the anastomosis and the device needed fo be cut free in order to repeat the procedure again. A second cdh29a stapler performed perfectly and the doctor was able to complete the procedure without any incident or negative outcome to the patient.

Event description:
It was reported that during an sigmoidectomy, the device is stuck on patient, another doctor came in and assisted in cutting some away and fish tail the device out. Case completed with another device of the same product code. There were no patient consequences reported.